Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a sensing anomaly and that the "pacemaker had inappropriate pauses when physician touched header."~~~~~~~~